Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/2/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: during investigation, there was moisture observed in the battery compartment. The battery compartment was found to be cracked. A leak test failed duet to a battery compartment leak. The original complaint was unable to be duplicated. Th pump powered on to a clear and vibratory alarm. The pump was opened and there was no moisture observed or intermittent condition on the vibration motor.